Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the cassette and into the cycler. This was reported to have been noticed when the pt was removing the supplies from the machine following treatment. Pt had no ill effects. Sample is available.